Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported patient experienced ¿intracapsular rupture¿ and an ¿increased risk of alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Healthcare provider confirmed rupture. Device remains implanted. This record is for the right side.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿intracapsular rupture¿ and an ¿increased risk of alcl.¿

Event description:
Patient representative reported patient experienced ¿intracapsular rupture¿ and an ¿increased risk of alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device remains implanted. This record is for an unknown side.

Event description:
Patient representative reported patient experienced ¿intracapsular rupture¿ and an ¿increased risk of alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Healthcare provider confirmed rupture. Device remains implanted. This record is for the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1